Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information becomes available, a follow up report will be submitted.

Event description:
Baxter received notification via medwatch of a customer report of four evacuated containers - 1000ml in which vacuum loss was observed. According to the report, during a paracentesis procedure, there was no vacuum from the bottles when the drainage tube was inserted. Four containers from three different lots were affected. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 4 of 4 of the same reported problem from this facility. No additional information is available.